Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure, the catheter became entrapped on the non-bsc guidewire. It could not advance or retract. Both the catheter and wire were removed together with the wire bound in the device. A new jetstream was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure, the catheter became entrapped on the non-bsc guidewire. It could not advance or retract. Both the catheter and wire were removed together with the wire bound in the device. A new jetstream was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Evaluation by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.4. No guidewire was returned in or with the device. The device and the catheter shaft were analyzed for damage. Visual examination showed a severe kink located 53cm from the tip. The device was set up per the IFU and the device primed as designed. The rotation of the tip was not present during testing. A .014 test thruway guidewire was used for insertion into the lumen. The wire would not transcend through the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for guidewire sticking due to the non-compatible guidewire used and also a severe kink on the catheter shaft.